Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible alarm tone in the high volume setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional info was provided.